Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient stated that he went down while at work. The patient had taken a break at 4:00pm. At 4:05pm, the patient had coffee and the next thing he knew, he woke up with emts attending to him around 4:45pm. Patient did not know who called the emts. The emts checked his blood and heart rate and gave him 2 IV's of saline and glucose gel. Patient stated that he did not recall hearing or feeling a vibration from his cgm when his blood glucose dropped below 80mg/dl. Additionally, patient stated that during the event his insulin pump malfunctioned. At the time of contact, the patient was recovering at home. Additionally, patient tested the receiver's low alerts and they worked. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).